Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the adjustable pressure limiting valve and control panel. The unit was returned to service.

Event description:
A ge healthcare service representative, during planned maintenance, reported that the unit had cracks in the adjustable pressure limiting knob and control panel. This causes the unit to deliver higher pressures than expected and also causes the bag/vent switch to intermittently be unable to switch to mechanical ventilation, respectively. There was no report of patient involvement.